Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative with an implantable drug infusion pump indicated for non- malignant pain. No drug information was provided. It was reported the pump pocket was swollen, and the patient had pain in the pocket. There were no environmental/external/patient factors the might have led or contributed to the issue. No diagnostics or troubleshooting occurred. The patient had surgery to revise the pocket and re-anchor the pump. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.